Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received multiple, inaccurate fill estimates with multiple cartridges. Reportedly, the cartridge was filled with 400 units of insulin, and the customer went through the fill tubing process multiple times while being disconnected from the pump due to a minimum fill message. The customer's blood glucose level was reported to be 266 mg/dl, and was addressed with a correction bolus. At the time of the reported event, the customer declined to reload a cartridge onto the pump. It was confirmed that the customer will use the pump for continued insulin therapy.